Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cougar wire was attempted to be used to treat a calcified lesion with 90% stenosis in the mid lad. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues noted. The device was prepped per IFU. The wire tip was formed by the physician. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that the tip of the device detached after pci. The patient went to surgery to remove the detached portion. No further patient injury reported.

Manufacturer narrative:
Image review: analysis of two images indicates the presence of what appears a distal section of the radiopaque wire. One of the images also shows what appears to be a lead. If information is provided in the future, a supplemental report will be issued.